Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump had a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(6)2018- device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: a review of the black box showed no evidence of a short battery life. The pump powered up with the returned battery cap to a dim and discolored display which was unrelated to the original complaint. The battery cap was unable to fully tighten. Unrelated to the original complaint, the battery compartment was cracked from the thread area to the case seal and below the grip pad. The battery compartment threads were damaged. Evidence of moisture contamination was found in the battery compartment. The cartridge compartment was damaged along the top of the compartment. A test cartridge compartment was unable to be fully secured. The current draws were within specifications. A leak was found in the battery compartment crack. The pump case was removed to find evidence of additional moisture on the battery canister. The battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.